Manufacturer narrative:
Device is a combination product. (B)(4). Device evaluated by MFR.: a visual examination of the crimped stent found the entire stent was damaged with the stent stretched distally out over the distal marker band. The bumper tip of the device showed no signs of damage. The balloon cones profiles were reviewed and no issues were noted with the overall balloon profile. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and tactile examination found multiple kinks along the hypotube shaft. This type of damage is consistent with excessive force being applied to the delivery system. A visual and tactile examination found no issues with the shaft profile. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
Reportable based on analysis completed on (B)(4) 2014. It was reported that crossing difficulties were encountered. The target lesion being treated was located in the moderately tortuous and calcified left anterior descending (lad) artery. A 24.00mm x 3.00mm taxus¿ liberté¿ stent was unable to cross the lesion. The device was removed from the patient. No patient complications were reported and the patient status was stable. However, returned device analysis revealed stent damage.